Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu _unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer&#38112;representative and healthcare provider via crts (customer response tracking system) and physician letter regarding a (B)(6) male patient receiving 1 mg/ml morphine via an implanted infusion pump. The indication for use was noted as spinal pain. As of 2015-07-31 the patient had a cerebrospinal fluid (csf) leak. The patient was in the hospital and would have surgery or a blood patch in the future. No concomitant medications, pertinent medical history, device serial numbers related to the event were reported; follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.